Manufacturer narrative:
(B)(4). Date sent: 9/20/2023. Additional information was obtained: operative report were received and attached to the file.

Event description:
It was reported that a 32 y o female patient with history of morbid obesity (bmi 62.04), prediabetes, obstructive sleep apnea who underwent laparoscopic gastric bypass. During the procedure, the surgeon used a ¿linear stapler¿ to construct an anastomosis between the small intestine and gastric pouch. The opening was closed by two layers of vicryl and a v-loc suture. A leak test was performed that was unremarkable. Next, a jejunojejunal anastomosis was constructed without complication, and a jp-drain was placed. No difficulties noted with the use of staplers. On post op day 1 gastrografin bariatric study showed a leak from the gastric pouch. Patient underwent an open revision gastric bypass procedure, during which a large amount of purulent fluid was seen in the abdominal cavity. Operative note indicates exploration revealed a leak at the gastric pouch. ¿it should be noted that the anastomosis itself was unremarkable. The leak was not from the anastomosis, but from the staple line lateral in the gastric pouch.¿ a revised gastric bypass was therefore performed and a new gastrojejunal anastomosis created. ¿the stomach was transected proximal to the previously constructed gastrojejunal anastomosis with a black cartridge stapling device. This was made by covidien.¿ a leak test was negative, and two jp drains were placed. Two days following this procedure, the patient underwent a CT-guided percutaneous drain placement due to a left upper quadrant abdominal abscess. The patient was ultimately discharged on post op day 13. No further records are available at this time.

Manufacturer narrative:
(B)(4). Date sent: 6/29/2023. D4 batch # unk. B3: only event year known: 2018. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.